Event description:
It was reported that the ilet user¿s blood glucose reached 222 mg/dl and the user later confirmed having eaten and does not typically enter meal announcements, after which glucose stabilized without symptoms. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure involving the user interface, consistent with missed meal announcement behavior. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.